Manufacturer narrative:
Mml# (B)(4)

Event description:
It was reported that the patient experienced persistent pain at the implantable pulse generator (ipg) site, such as the battery pushing on nerves/bone in the sacrum or lower spine area, causing persistent ache over time. Sleeping and pressure from sitting and tight pants became a problem. As a result, the patient underwent a surgical procedure where the ipg was relocated from the right upper buttock to the right flank without complications. Reportedly, the patient had a slight weight loss (4kg). There was no report of patient harm or injury. The device remains implanted and functional.